Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain additional information and to retrieve the device. Can you please clarify exactly what the clip formation was when they were placed in a "skewed way"? Were the clips scissored (crossed)? Or were clips malformed (clip gap)? Or did the device fire clips that had been fed sideways into the jaws? If yes, were the clips unformed when placed on tissue? To date, the device has not been returned and no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device did not deliver clips properly. The clips were placed in a skewed way. Another device was used to complete the procedure. There was no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2020. D4: batch # t9534x. Additional information received: the clips were placed in sideways into the jaws. Investigation summary. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 2 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.